Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Log file analysis shows internal error messages (not visible to the user) with the x-ray release signaling every time x-ray is released with the foot switch on the table. When the user used the hand switch for x-ray release, no error messages are logged. After the restart of the system the signal of the table side foot switch was permanently active prohibiting any release of x-ray even by using the hand switch. Upon investigation the involved customer service engineer (cse) found the foot switch on the table to be responsible for this behavior. After the food switch was replaced the system recovered but the part was not available for investigation. The affected part has been exchanged by the local service organization and the error did not reoccur. No corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported issues during digital subtraction angiography use. A system reboot was attempted, however, no fluoro was possible after the system restart. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.